Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. It was unable to perform the occlusion test due to the alarm. Device was received with cracked battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that insulin was squirting out of the tubing during annual prime. Blood glucose value was 584 mg/dl which she treated with manual injection. The customer stated that insulin continued to drip after motor stopped during prime and she was unable to exit the preparing to prime loop. The customer stated the tubing connector was not wet and there was no gap between the piston and reservoir stopper. During troubleshooting, the customer changed the infusion set and the same issue happened during prime and the insulin pump alarmed compromised force sensor system. The drive support cap is protruded. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.